Event description:
A sonnet usb charger was returned to service repair. Upon preliminary inspection it was found that there was a burned usb socket. The user received a new usb cable and charger on the 13th september.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: a sonnet charging unit was sent to service _ repair because of malfunction. During device investigation a burned socket was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. It must be assumed that the mentioned behaviour was caused by a bad contact in the socket of the charger due to a conductive substance e.g. Sweat/dirt. This is a final report.

Event description:
A sonnet usb charger was returned to service repair. Upon preliminary inspection it was found that there was a burned usb socket.